Event description:
Additional information received from the consumer reported that there were not any circumstances that changed the stimulation. The patient had an appointment for (B)(6) to have the stimulation adjusted.

Manufacturer narrative:
Concomitant medical products: product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3776-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the patient met with their manufacturer representative for programming on (B)(6) 2015. At the end of the appointment the therapy was perfect. On the day of the call the patient only felt stimulation in their legs and not in their back where it should be. The did not have any falls or trauma associated with the change in stimulation.